Event description:
As reported to coloplast though not verified, erosion/extrusion through the vaginal incision occured. Sling was removed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned.